Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
This report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2018-00188. It was reported that an unremarkable myosure procedure followed by an unremarkable novasure procedure was completed on (B)(6) 2018. The patient returned the next day with severe abdominal pain and CT evidence of perforation. The patient was taken to the or and per the physician no obvious bowel injury or uterine perforation was noted, but there was blanching on the left cornua and posterior wall. It was suspected that the patient had either a small uterine or bowel perforation that had sealed over. The patient was kept in the hospital for a few days on antibiotics. No further information was provided.